Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. During evaluation of a returned spectrum pump, the device alarmed system error 345 (thermistor disparity). A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event.the cause was identified to be a failed ultrasonic sensor which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 345 (thermistor disparity). No additional information is available.